Event description:
It was reported that the patient had two inappropriate shocks just a few hours post implant due to oversensing of noise via air bubbles. The device was programmed off to allow the bubbles to subside. Testing was able to reproduce the noise at the patient's xiphoid, not the pocket. Once done, the sensing vector was reprogrammed from primary to secondary. The system remains implanted. There were no additional adverse patient effects.